Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified, nor could the event be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that no images could be obtained following a procedure and no photos could be found to print. The problem, as reported to olympus, was identified following the completion of a procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. The device was tested with multiple scopes and it was verified the image was present and met olympus standards with all scopes. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.